Event description:
It was reported that during a laparoscopic hysterectomy procedure, two different devices stopped working while being used in the procedure. A third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device a was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device had stopped activating. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and display the instrument error screen twice followed by the replace instrument screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the (B)(4) metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly stopped working device b batch # mfg date 9/19/2011 exp date 8/19/2016 (B)(4).